Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts around the mid-section of the stent were slightly lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found issues. Damage was noted to the mid-shaft with a section flattened and distorted at 30cm proximal to the distal tip and extending proximally 1cm. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-oct-2020. It was reported that crossing difficulties were encountered. The 90% stenosed, 2.75x18mm, concentric and de novo target lesion was located in the moderately calcified and moderate to severely tortuous left anterior descending artery. The lesion was engaged with a 3.5 ebu guide catheter and crossed with a non- boston scientific (bsc) wire. Pre-dilation was performed with a non- bsc balloon catheter leaving 40% stenosis. A 24 x 3.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3.0x24mm non- bsc stent. No patient complications were reported and patient's status was stable with good timi 3 flow. However, returned device analysis revealed stent damaged.